Event description:
It was reported that the patient has had two months of drop episodes. It is unknown if the drop episodes are seizures or are caused by syncope. It was also reported that when the patient was seen by cardiology, her heart rate decreased from 60 bpm to 40 bpm while stimulation was received when the patient was sitting. When the patient was standing, the heart rate decreased from 100 bpm to 80 bpm. Programming history was reviewed for the generator. No anomalies were seen. Device history records were reviewed for the generator. The device passed all specifications prior to distribution. The patient was referred to wear a holter monitor for 24 hours. No additional or relevant information has been received to date.

Event description:
It was reported that the physician did not believe that the drop episodes were seizures. The patient had these events prior to getting vns. These drop episodes and bradycardia were not believed to be related to vns. The patient¿s settings were given and the impedance was within normal limits. No additional information has been received to date.